Event description:
It was reported that an x-ray of the lead revealed externalized conductors. All parameters were normal. The lead remains implanted. The patient was in good condition following the event.